Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the ins was explanted on (B)(6) 2019, and the surgical lead was left implanted. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the hcp removed the patient's spinal cord stimulation (scs) because it wasn't working. Hcp left part of the lead behind. Caller did not know when or why the system was not working.

Event description:
Additional information was received from the patient. The patient reported the lead had become dislodged into the dura after the car accident. The doctor left the paddle lead in the dura, so now they could not get mris or CT scans. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977c165 lot# serial# (B)(4) implanted: (B)(6) 2017 product type lead device code c62917 applies to the lead. Eval code method corrected from 4114 to 4117 since the lead is still implanted in the patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 17-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain. The rep reported that the patient was in a car accident in october, and a car hit the patient and they landed on their back. Since then, the patient has had surgery and because of how the patient had landed, the ins had to be removed during one of the surgeries. The rep stated that the paddle lead was left implanted because the lead was too close to the dura and there was a lot of scar tissue around it. No further complications were reported or anticipated.